Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance out of range during an atrial flutter ablation. The alert was reset via normal interrogation and remains in use. No patient complications have been reported as a result of this event.